Event description:
It was reported that during a bladder procedure the clips scissored. Due to difficulty with the endoscopy surgery, the procedure was converted to open. Due to a bleeding, transfusions occurred.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).